Event description:
Customer reported that the pump battery was not charging despite using a tandem charging cable and attempting to charge it via a wall outlet for over 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try different outlets and adapters, but when these efforts did not resolve the issue, a decision was made to replace the pump. The customer was informed about returning the faulty pump and received instructions on using storage mode prior to return. Additionally, the customer planned to use multiple daily injections as a backup insulin therapy.